Event description:
Same as MDR ID: 2184052-2014-00100. It was reported that an ardis peek implant broke during insertion. The patient was undergoing a posterior lumbar fusion treatment procedure using pedicle screws and an ardis peek implant at levels l5-s1. The surgeon performed partial facet removal, mobilization of the nerve root, disc removal and prep. Distraction was performed using pedicle screws and ardis trials. While the space was distracted, the ardis implant was placed and advanced using 2-3 impactions to the inserter when it was noted that a small posterior piece of the cage had broken. The fragment was removed and the remainder of the implant was in the disc space, but was obviously loose and removed with a coker. Upon removal, a divot was observed in the inferior part of l5. There was a delay of 10 minutes and no injury reported. The case was completed using posteriolateral fusion.

Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.